Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 63 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d at pump implant. Prior to implant the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. After 2 days on the cp the patient was transferred to a tertiary center and the pump was explanted for the insertion of escalated 5.5 pump support. At the time of explant the patient's perclose did not achieve hemostasis. The staff had to hold pressure and consult with vascular surgery to close the site. The patient survived and was supported by the 5.5 pump placed in surgery via the direct access.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was likely use related as evidenced by clinical information of failed perclose.